Event description:
The event is reported as: after the correct release and use of some clips, the applier blocked and it was impossible to release any other clips. Surgeon took another applier. No other issue. Patient's condition listed as fine. No injury reported.

Manufacturer narrative:
Device sample not returned to manufacturer in time for this report. Per DHR the product auto endo5 ml, lot number 01m1200280 was manufactured on 01/08/2013. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.